Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was damaged the following information was received by the initial reporter with the following verbatim we have had 3 filters on an immunotherapy infusion break in the last couple of days. The infusion is prepared in pharmacy, so our chemo clinical pharmacist xxxx may be able to better help you with details. Product refence information is listed below. We do have one of the filters saved. I will instruct the rns to keep the broken filters and give them to pharmacy if it happens again.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Three samples model mz9270, lot 24099255 were returned for investigation. The set was examined for defects and abnormalities. The maxzero was missing from the tubing with the filter. No other defects or abnormalities were observed. From the manufacturer's investigation, the possible root causes are related to lack of solvent due to an incorrect solvent application method by the assembler. Quality alert was generated on october 29th, 2024 to communicate, reinforce the correct solvent application method according with the procedure, to avoid separation between components. Lot 24099255 reported on this complaint was produced before the actions mentioned above. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.